Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device location of device: protruding from left fallopian tube/migration of essure device location of device: left tube,/perforation (fallopian tube(s) /essure perforation through the left tube'), device breakage ('device breakage /each of the tissue fragments contain a coiled piece of metallic material consistent with an essure sterilization device'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included dysplasia in (B)(6) 2003 and miscarriage. Previously administered products included for an unreported indication: wellbutrin from 2000 to 2006. Concurrent conditions included overweight and pelvic discomfort. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("essure micro-insert expulsion"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition :depression"), rash ("rashes or skin conditions type: rashes & skin sensitivities"), sensitive skin ("rashes or skin conditions type: rashes & skin sensitivities"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), migraine ("migraines / headaches"), hypotension ("blood or heart disorder/condition type: low blood pressure"), nausea ("nausea,"), tooth fracture ("dental problems:breakage"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/pain during and after intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth loss ("dentalproblem: loss of back teeth"), ovarian cyst ("ovarian cyst"), pelvic pain ("pain:lower pelvic bilatral, more on left side"), menstruation irregular ("irregular bleeding") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, menorrhagia, genital haemorrhage, device expulsion, vaginal haemorrhage, vulvovaginal mycotic infection, urinary tract infection, female sexual dysfunction, depression, rash, sensitive skin, bladder disorder, urinary tract disorder, migraine, hypotension, nausea, tooth fracture, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, tooth loss, ovarian cyst and gastrointestinal disorder outcome was unknown and the dyspareunia, pelvic pain and menstruation irregular was resolving. The reporter considered alopecia, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hypotension, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pelvic pain, rash, sensitive skin, tooth fracture, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date of removal:as per mr: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of ptc(product technical complaint). No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device location of device: protruding from left fallopian tube/migration of essure device location of device: left tube,/perforation (fallopian tube(s) /essure perforation through the left tube'), device breakage ('device breakage /each of the tissue fragments contain a coiled piece of metallic material consistent with an essure sterilization device'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included dysplasia in 2003 and miscarriage. Previously administered products included for an unreported indication: wellbutrin from 2000 to 2006. Concurrent conditions included overweight and pelvic discomfort. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain during and after intercourse"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("essure micro-insert expulsion"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition :depression"), rash ("rashes or skin conditions type: rashes & skin sensitivities"), sensitive skin ("rashes or skin conditions type: rashes & skin sensitivities"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), migraine ("migraines / headaches"), hypotension ("blood or heart disorder/condition type: low blood pressure"), nausea ("nausea,"), tooth fracture ("dental problems:breakage"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), tooth loss ("dental problem: loss of back teeth"), ovarian cyst ("ovarian cyst"), pelvic pain ("pain:lower pelvic bilateral, more on left side"), menstruation irregular ("irregular bleeding"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), swelling ("allergic or hypersensitivity reaction type: swelling"), pruritus ("itching") and urticaria ("hives") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, total hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed),bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, menorrhagia, genital haemorrhage, device expulsion, vaginal haemorrhage, vulvovaginal mycotic infection, urinary tract infection, female sexual dysfunction, depression, rash, sensitive skin, bladder disorder, urinary tract disorder, migraine, hypotension, nausea, tooth fracture, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, tooth loss, ovarian cyst, gastrointestinal disorder, swelling, pruritus and urticaria outcome was unknown and the dyspareunia, pelvic pain and menstruation irregular was resolving. The reporter considered alopecia, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hypotension, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pelvic pain, pruritus, rash, sensitive skin, swelling, tooth fracture, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date of removal:as per mr: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received : following events were added : allergic or hypersensitivity reaction type: swelling, hives, itching. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device location of device: protruding from left fallopian tube/migration of essure device location of device: left tube,/perforation (fallopian tube(s) /essure perforation through the left tube'), device breakage ('device breakage /each of the tissue fragments contain a coiled piece of metallic material consistent with an essure sterilization device'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included dysplasia in (B)(6) 2003 and miscarriage. Previously administered products included for an unreported indication: wellbutrin from 2000 to 2006. Concurrent conditions included overweight and pelvic discomfort. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("essure micro-insert expulsion"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition :depression"), rash ("rashes or skin conditions type: rashes & skin sensitivities"), sensitive skin ("rashes or skin conditions type: rashes & skin sensitivities"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), hypotension ("blood or heart disorder/condition type: low blood pressure"), nausea ("nausea,"), tooth fracture ("dental problems:breakage"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/pain during and after intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth loss ("dental problem: loss of back teeth"), ovarian cyst ("ovarian cyst"), pelvic pain ("pain:lower pelvic bilateral, more on left side"), menstruation irregular ("irregular bleeding") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, menorrhagia, genital haemorrhage, device expulsion, vaginal haemorrhage, vulvovaginal mycotic infection, urinary tract infection, female sexual dysfunction, depression, rash, sensitive skin, bladder disorder, urinary tract disorder, migraine, headache, hypotension, nausea, tooth fracture, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, tooth loss, ovarian cyst and gastrointestinal disorder outcome was unknown and the dyspareunia, pelvic pain and menstruation irregular was resolving. The reporter considered alopecia, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypotension, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pelvic pain, rash, sensitive skin, tooth fracture, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date of removal:as per mr: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs & mr received. Case become incident. New reporters were added. Patient's demographics were added. Added event perforation (fallopian tube(s))/ malposition of essure device location of device: protruding from left fallopian tube/ migration of essure device location of device: left tube, device breakage /each of the tissue fragments contain a coiled piece of metallic material consistent with an essure sterilization device, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), urinary tract infection, yeast infections, apareunia (inability to have sexual intercourse), depression, rashes, skin sensitivities, bladder or urinary problems or changes, migraines, headaches, blood or heart disorder/condition type: low blood pressure, nausea, dental problems ¿ breakage and loss of back teeth, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, pelvic pain, vaginal discharge, ovarian cyst, irregular bleeding, fatigue, weight gain, gastrointestinal or digestive system condition, hair loss, plaintiff did not undergo essure confirmation test. Medical history, historical drug, concomitant condition, concomitant drug were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.